Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins recharger (insr) was displaying a power on reset message (por) after the patient had a physician mode recharge with a manufacturer representative after an overdischarge (od). While at the pmr session the manufacturer representative stated that the ins looked tilted. The patient reported having gained weight as a reason that ins looked tilted. The patient reported that they could maintain adequate charge coupling if the laid on the insr antenna, and will try to lose weight. No symptoms and no additional complications were reported for this event.